Manufacturer narrative:
G4:14jan2021. B4:15jan2021. The (fse) confirmed the reported failure. The (fse) identified the unit was unable to change settings while using the navigation ring. The fse replaced the front bezel to resolve the issue. The unit was tested and it was returned to service. It was determined that liquid ingress due to variability of the assembly process was the root cause of the reported failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30nov2020.

Event description:
The customer reported nav-ring failure. The unit was not in use, and there was no patient or user harm reported.